Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom through "downstream occlusion" alarms in the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom, with high fluid readings on the downstream sensor. The downstream sensor was recalibrated to correct this condition.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. It was also reported that there was no patient involvement.